Event description:
It was reported that a clearlink system continu-flo solution set broke apart. The first clearlink y-site from the spike separated from the tubing. This occurred during a minute or two into the infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6, h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed a separation between the assembly of the tubing and the first clearlink y-site. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 (add codes for companion), h11. H11: the actual device was not available; however, a companion sample was received for evaluation. Visual inspection was performed which identified the tubing was separated from the first y-site clearlink in the downstream part. A lack of solvent was observed during the examination of tubing which showed the solvent was not applied in all the circumference of the tubing. Dimensional test was performed at the clearlink y-site housing and at the tubing with no issues noted. The reported condition was verified on the companion sample. The cause of the condition was due to improper manual assembly during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.